Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported that edge of the implantable pulse generator shifts when the patient is sitting, causing pain. A pocket revision was performed to resolve the reported pain. The patient was successfully returned to closed-loop programs after the procedure.